Event description:
A capio open access suturing device was used in therapeutic procedure. The needle carrier fractured during use and was withdrawn. The physician used another capio to complete the procedure successfully with no pt complications.